Event description:
Customer reported the system displays an overload fault as soon as exposure is attempted no matter what technique. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable and the x-ray tube. System operates as intended.